Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator suddenly issued an alarm, indicating an air leak. The doctor immediately replaced the tracheal tube. Subsequent inspection revealed that the balloon of the original tracheal tube was damaged.